Event description:
Complaint received reporting erroneous/no reading issues with one (1) 46010-34 30ml flush mto kit. The report states "arterial line tubing primed and hooked up to patient, arterial line zeroed multiple times ¿ still read 0/0 with mean of 0. New arterial line tubing strung and placed on to patient, problem resolved. ¿nnp at bedside throughout procedure." No adverse patient consequences. Multiple attempts/requests by the manufacturer for availability of involved device and additional relevant device usage and set-up information has to date been unsuccessful. A review of the mfg lot database records for the reported lot# 75-485-yj (mfg date 03/2009) shows (B)(4) units were mfg, tested, inspected and released. The involved device was not returned for analysis and investigation. The cause of the reported problem remains unknown.